Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected weak battery, failed battery test, battery out limit or low battery alarm noted. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on the c13 lcd isolation tape noted. The insulin pump had broken battery tube threads, cracked reservoir tube, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple battery error alarms including low and weak battery. Customer also indicated that the pump had a blank display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump battery compartment is damaged and corroded and there are plastic pieces missing from the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.